Manufacturer narrative:
Age at time of event: patient was(B)(6) at the time of study enrollment.

Event description:
It was reported that in-stent restenosis occurred. The patient was hospitalized and surgery was performed. The patient was enrolled in (B)(6) study on (B)(6) 2018 with the patient identifier of (B)(6). The index procedure was performed on the same day. Baseline angiography core lab analysis on (B)(6) 2018 in left mid and distal superficial femoral artery (sfa) revealed unknown calcification with absence of thrombus, ulceration and aneurysm. Inflow tract patency (stenosis < 50%) was present. Target lesion was located in left mid sfa with 85% stenosis and was 100 mm long with a proximal reference vessel diameter of 4.56 mm and distal reference vessel diameter of 5.55 mm and was classified as tasc ii a lesion. Target lesion was treated with pre-dilatation followed by placement of a 6 mm x 120 mm eluvia drug-eluting vascular stent system study stent. Following post dilation, residual stenosis was 20%. On (B)(6) 2018, the subject was discharged with antiplatelet therapy. On (B)(6) 2021, 1126 days post index procedure, the subject experienced claudication symptoms at around 200mts that was predominantly in left lower limb. Angiography on left lower limb revealed initial filiform flow within sfa with complete proximal blockage that extended throughout the length including the previously implanted study stent. Popliteal artery had rechanneling collateral flow with no significant alterations. The three infra popliteal arteries were seen with signs of non-severe diffuse disease with anterior tibial artery being predominant. Thus, the aforementioned diagnosis confirmed restenosis in the target lesions requiring intervention. On the same day, the subject was hospitalized for further treatment and evaluation. The subject was recommended to undergo surgical intervention as a treatment for this event. On (B)(6) 2021, 1127 days post index procedure, left mid sfa with unknown lesion length and diameter was treated with bypass femoropopliteal surgery on first portion to interior saphenous vein. Of note, site confirmed lesion length, diameter, stenosis percentage and thrombus details would not be available for review and since bypass was performed, additional angio core lab details also would not be available for review. Post procedural doppler revealed good results with adequate flow and subsequent pulsatility. Subject was prescribed with clopidogrel for 3months. On (B)(6) 2021, the subject was discharged.